Event description:
The customer reported that following a percutaneous radiofrequency ablation procedure, the patient's postoperative condition was fine. However, two hours after surgery, his condition became critical. Angiography was performed immediately and bleeding from right internal thoracic artery was noticed. They attempted embolization, but couldn't stop the bleeding. They opened the patient's chest and achieved hemostasis. The following day, they performed angiography and embolization again. It was confirmed hemostasis was achieved on (B)(6). A total of 70 units of blood were infused in two days. After that, the patient's strength decreased and his hepatic function gradually deteriorated. The patient died from hepatic failure on (B)(6). The customer is not alleging any malfunction of the device. The incident device was discarded by the customer.

Manufacturer narrative:
(B)(4). The incident device was discarded by the customer and is not available for evaluation. The customer is not alleging any malfunction of the device. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.